Event description:
The reporter states that she had a blood glucose result of 65mg/dl on the accu-check active meter in comparison to a blood glucose result of 143mg/dl on the professional meter. The results were obtained within 10 mins. No reported action taken based on the results. No adverse event reported. New sys sent to customer and return requested.